Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization using ruby coils. During the procedure after successfully placing two ruby coils, the physician felt resistance advancing another ruby coil through the lantern delivery microcatheter (lantern). The ruby coil unintentionally detached within the lantern; therefore, the physician removed the lantern and flushed out the ruby coil. The physician then continued the procedure using the same lantern and a new ruby coil. There was no report of an adverse effect to the patient.